Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced chronic infection and drainage from the implant site. The implanted device remains.